Event description:
It was reported, the pt had a competitor's lead explanted on (B)(6) 2013 and during that time the physician implanted a new sjm surgical trial lead at a different level. It was later reported, the pt has a csf leak. The trial continued, however the system has not been turned on due to the pt experiencing some confusion. A CT scan was ordered which results were normal. The physician believes the confusion is medication related. The pt has a history of disorientation during previous hospitalizations. The pt is currently hospitalized. There were no further reported symptoms from the csf leak other than some drainage at the incision exit site. Follow-up identified the csf leak has resolved and the physician inserted a lumbar drain. The trial lead was made permanent on (B)(6) 2013 with the implant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.